Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty and stent explant occurred. The physician implanted a liberte' 3.0x32mm bare metal stent to the 99% stenosed lesion located in the nontortuous proximal left anterior descending (lad) artery. The stent was fully deployed and well apposed. The first diagonal (dx) branch was then dilated using kissing balloon technique. A maverick2 2.25mm balloon was inserted to the first dx and the liberte' delivery balloon was inserted to the proximal lad and the lesions were dilated. Upon removal of the balloon catheter resistance was met with the liberte' balloon. The physician used "strong force" to remove the delivery balloon and the deployed liberte' stent was dragged to the y-adaptor with the delivery balloon. The procedure was terminated and no additional procedure will be scheduled. No pt injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.